Event description:
It was reported that a malfunction occurred, displaying malf 0 code. The customer did not report whether the incident caused their blood glucose level to exceed 500 mg/dl. Customer support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to call back if the issue arose again.